Manufacturer narrative:
Device evaluated summary: it was confirmed that the parts beyond the upper arm handle were disassembled and damaged. Root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- spinal canal stenosis involved in the laminectomy procedure. It was reported that intra-operatively, part came off. There was no delay in overall procedure time.